Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0mbsn, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that she felt like something was up her vagina, she had burning sensation and she had difficulty using the bathroom (dribbling and had to catheterize twice). The patient went to have reprogramming done with a manufacturer's representative. She was instructed to stay on each program for a week and she wanted to clarify about changing programs. She was on program 1 and the implantable neurostimulator was off, she changed to program 3. After the implant, the patient received botox. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Additional information reported the burning was in the vagina and the patient had urgency. She was not able to stay out of the bathroom on (B)(6) 2015; she had the urge to go all the time. The patient was set on program 3 at 0.9. Patient services helped her decrease it to 0.4 and it felt better, she wanted it there. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event (B)(6) 2015 is an estimate: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a stimulation unit for the bladder because they got metal poisoning and it damaged the sphincter muscle. Patient said that for 2 weeks, they had been on fire burning in their vagina area. Patient stated that they just got back from nashville where they got botox injections. Patient mentioned that when the nurse was getting them prepped, the nurse said that the patient was red raw. Patient said they had quit using the cream that the doctor prescribed because it burnt so bad. Patient said they had to get in the tub and wash off the cream. Patient stated they were on program 2 at 1.4v. Patient asked if stimulation was high and if that was the reason it was burning so bad. It was reviewed how to decrease stimulation, patient said the burning was so bad and it burns all the time. Patient stated that they would turn down the stimulation and if the burning does not stop, they would follow up with the health care provider (hcp). No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va0mbsn implanted: (B)(6)2014 product type lead product ID 3037 serial# (B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient turned the therapy down to 0.0, but was still having the burning sensation. They had a horrific bladder infection three weeks prior, after they got botox, and it was full-blown. They also noted that their urine had a bad odor. They were going to see their primary doctor on the day of the report. The patient turned the therapy off using the patient programmer (pp) and stated that the burning wasn't as bad. They confirmed their setting was on program 1 at 0.0 and the therapy was off.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.